Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was flickering. The reporter noted evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: moisture observed behind display lens. Pump powers with an audible tone, vibration and blank display due to internal moisture damage. Pump is unresponsive. Leak test shows leak at a crack in the lower rh corner of display lens area. Unable to perform all test steps due to internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.